Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Event description:
It was reported that the pump module had an under infusion. Patient was receiving infusion of privigen 40g in 400ml. Medication was programmed to be infused over 3 ours. Total infusion time was 3 hours and 20 minutes. Volume infused per pump was 491.17 ml, however only 400ml was delivered. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182), g04105 - pump, b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module had an under infusion. Patient was receiving infusion of privigen 40g in 400ml. Medication was programmed to be infused over 3 ours. Total infusion time was 3 hours and 20 minutes. Volume infused per pump was 491.17 ml, however only 400ml was delivered. There was patient involvement but no harm.